Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the third-party testing, device evaluation, and the final investigation. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing, however, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus provided the following result of the culture test, performed at the third-party labs: olympus hmi results 1st sampling: non - conform. Sampling date: (B)(6) 2025. Sampling type: sampling solution instrument / biopsy / suction channel; sampling solution auxiliary channel; sampling solution air/ water channel; swab distal end bacterial identification: filamentous fungi; staphylococcus epidermidis; peribacillus sp; sutcliffiella sp. Olympus hmi results 2nd sampling: non - conform. Sampling date: (B)(6) 2025. Sampling type: sampling solution instrument / biopsy / suction channel; sampling solution auxiliary channel; sampling solution air/ water channel; swab distal end. Bacterial identification: staphylococcus epidermidis; bacillus cereus; filamentous fungi. Olympus hmi results 3rd sampling: conform. Sampling date: (B)(6) 2025. Sampling type: sampling solution instrument / biopsy / suction channel; sampling solution auxiliary channel; sampling solution air/ water channel; swab distal end. Bacterial identification: bacillus licheniformis; staphylococcus epidermidis. The device was evaluated where additional potential adverse events were confirmed where the air/water (tube), air/water tube, and jet tube all had foreign objects. Base on the results of the investigation, olympus confirmed foreign material was present within the device, but the type of the material cannot be identified, however, it is likely the following led to the malfunction: the foreign material was possibly not removed completely if the reprocessing steps were not conducted properly. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.